Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 400-480 mg/dl. The customer did not know the cause of the high bg and may be related due to the pump or to the infusion set site/body type. The customer reverted to using insulin injections to manage diabetes. The customer was told by a physician that he may not be a candidate for pump therapy due being very lean. The customer was to contact another healthcare provider to discuss alternate infusion set sites. The customer had no further questions.